Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level of around 50 mg/dl. Customer treated the low blood glucose by drinking juice. Customer also stated having issues with their sensor. Troubleshooting was performed. Customer was advised to change the sensor if issues reoccur. The customer did not mention if auto mode was in use. The product was not returned for analysis.